Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that imprecise na and k results were obtained on a patient sample on a dimension vista 500 instrument. The customer stated that quality controls (qcs) were within range on the day of the event. Siemens reviewed the instrument data provided by the customer and determined that there was an obstruction impacting the integrated multisensor technology (imt) dilution. Additionally, the instrument health report showed a sampling error at the time the sample was analyzed. Sample specific issues or imt obstruction potentially contributed to the imprecise na and k results. The instrument is performing within specifications. No further evaluation of the device is required. MDR 2517506-2019-00100 was filed for the imprecise result obtained on the alternate dimension vista instrument.

Event description:
Imprecise sodium (na) and potassium (k) results were obtained on a patient sample on a dimension vista 500 instrument (B)(4). The sample was also repeated for na on an alternate dimension vista instrument, resulting higher. None of the results were reported to the physician(s). The correct results for this patient are unknown. There are no reports of patient intervention or adverse health consequences due to the imprecise na and k results.